Event description:
The pt was operated in 2002 for an incisional hernia repair using the laparoscopic technique. In this procedure, a surgical mesh was implanted. Pt developed toxic shock within 8 hours of surgery and subsequently failed to respond to medical treatment. The mesh was explanted and replaced with vicryl mesh 3 days later. Two add'l surgical procedures were performed to remove fluid from the abdominal cavity. During the last operation a small hole was noted in the bowel, which was repaired without incident. The pt died 8 days later. The original implant mesh was examined by the hospital bacteriology dept and found to be contaminated with e. Coil, enterococcus and klebsiella pneumococcus. The mesh was discarded by the hospital and is not available for further examination by the MFR. The surgeon stated that the pt's tss reaction could have been triggered by any hernia repair implant. The source of the organisms cultured from the explanted mesh is unknown.